Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer had air bubbles in a reservoir. Prior to the incident, the customer reported they were transferring insulin to the reservoir. The customer stated they had difficulty pushing it out and decided to do a new one. No harm to the customer requiring medical intervention reported. The reservoir will not be returned for analysis.